Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the elective ipg replacement procedure, due to some tension on the old system while disconnecting the leads, the patient's lead at the l3 placement was pulled out of place accidentally. Additional surgical intervention may be taken at a later time to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention is not scheduled at this time.